Manufacturer narrative:
A field service engineer (fse) performed a site visit and replaced universal surgical manipulator (usm) 4 to resolve the issue. No product has been returned to intuitive surgical, inc. (Isi) for evaluation. An advanced stapler log review shows the instrument was installed on the system 5 times and fired 5 reloads (4 black, followed by 1 blue). There were no incomplete clamps or unclamps by this instrument. On installs 1 and 2, the firings were completed with 1 pause for compression each. On installs 3 and 4, the firings were completed with no pauses for compression each. On install 5, there was a partial fire, and the instrument was then removed and not used in the procedure again. There were no errors in the system logs. A system log review did not reveal any errors in the system logs. Note: refer to medwatch reports (MDR) with manufacturer report number 2955842-2025-14803 for MDR submission of the stapling event.

Event description:
It was reported that a da vinci assisted pulmonary lobectomy was converted to open after an issue with the sureform 45 instrument and white reload. Though the reload was white, the system recognized it as blue. The stapler began to fire on the pulmonary artery and stopped after firing a few staples (about 7 mm) due to the tissue being too thick. A blue reload was then detected, and the surgeon temporarily lost control of the console, leaving the camera and stapler inside the patient. The surgeon regained control to release and extract the instruments, but the procedure was converted to open.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated: d9, h2, h3, h6, and h11. A universal surgical manipulator (usm) was replaced from the da vinci system. The usm was installed onto a patient side cart (psc) fixture test platform (pftp) where all relevant testing passed within specification. Once testing was completed, the carriage degree of freedom (dof) was tested and rust was found.